Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of prismaflex m150, the pre blood pump line (pbp) "was nearly complete devoid of fluid when starting treatment". The pbp bag was connected using the luer connector and the pbp line had been primed prior to starting treatment. Extracoporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.